Manufacturer narrative:
The customer found the pinch tubing was leaking above the syringe. The customer replaced the pinch tubing and ran qc which was acceptable. The investigation determined the service/maintenance actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas 6000 e601 module. Patient 1 initial hcg+beta elecsys result was 3653 miu/ml and the repeat result was 8505 miu/ml. Patient 2 initial ferritin result was 1578 ng/ml and the repeat result was 3036 ng/ml.

Manufacturer narrative:
The hcg+beta reagent lot number was 70917405 with an expiration date of 30-sep-2024. The ferritin reagent lot number was 69522603 with an expiration date of 31-may-2024. The investigation is ongoing.